Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system to close an atrial septal defect. A cobra head deformation was observed during the procedure. There was no interaction with cardiac structures during deployment. The device was removed and replaced to complete the procedure. There was no angulation in the delivery system. Another 10mm amplatzer septal occluder was implanted successfully. There were no reported adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment, and a 8f size delivery system was used. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.